Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with operating currents within spec. Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. Unit received with missing end cap sticker. Unit received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Unit received with minor scratched display window and case.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Insulin pump had motor error alarm. Drive support cap was normal. Customer was able to rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with operating currents within specification. The device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime the device during prime or compromised force sensor system test due to faulty fsr. Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. The device received with missing end cap sticker. The device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. The device received with minor scratched display window and case.